Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the day of the event, the patient took a fingerstick with the neighbor¿s blood glucose meter, and the cgm was inaccurate. No symptoms and no specific values were reported. The patient stated the values were ¿all over the place", and the patient went to the hospital. At the hospital a fingerstick was taken and the blood glucose reading was 800 mg/dl, the patient could not remember the cgm reading at that time. The call got disconnected and no further information regarding treatment and duration of the stay at the hospital was received. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. There was no documentation of a specific medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.